Event description:
Review of information indicates high rv pacing impedance and right ventricular oversensing noted. The pace/sense portion of the lead was believed to be fractured, therefore chronic pacing lead now used in the system. Followup indicates the hvb and svc impedance values are greater than 100ohms. Physician has installed lead integrity alert and continuing to monitor. Additional information from attorney alleges, pt received shocks as a result of the lead fracture; lead was then explanted.

Manufacturer narrative:
Other: review of information indicates high rv pacing impedance and right ventricular oversensing noted. The pace/sense portion of the lead was believed to be fractured, therefore chronic pacing lead now used in the system. Followup indicates the hvb and svc impedance values are greater than 100ohms. Physician has installed lead integrity alert and continuing to monitor. Additional information from attorney alleges pt received shocks as a result of the lead fracture; lead was then explanted. No conclusion can be drawn. Impedance, high, lead(s), fracture of, oversensing, shock, inappropriate.